Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 02-jan-2014. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('discharged the coil/ right coil is gone / ultrasound revealed no obvious coil in the right fallopian tube.'), genital haemorrhage ('bleeding') and amniorrhexis ('she said coil could have punctured amniotic sac') in a 35-year-old female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had thermal ablation at the same time" and device ineffective "pregnancy". The patient's medical history included multigravida, parity 2, psychological disorder nos, augmentation mammoplasty, laparoscopy, heavy periods, endometrial ablation, augmentation mammoplasty and tmj syndrome. She reports they did not find endometriosis. She drinks about 2 drinks per week. On (B)(6) 2013: home pregnancy test was positive (B)(6) 2013: ultrasound &urine pregnancy test: pregnancy confirmed ultrasound revealed no obvious coil in the right fallopian tube. (B)(6) 2013: right breast ultrasound: impression: palpable abnormality in the right axilla corresponds with a small normal appearing lymph node. (B)(6) 2013:obstetrical ultrasound report comments: questionable bicornuate uterus versus septate uterus. The gestational sac appears to be located in the ¿right horn.¿ left coil noted. Single iup noted. Previously administered products included for an unreported indication: toradol, novasure, mepivacaine and atropine. Concurrent conditions included retroverted uterus, cervical polyp, vaginal discharge, frequency urinary, vaginal discharge, nonsmoker, vulvovaginal human papilloma virus infection, breast tenderness, herpes simplex type ii, amenorrhea, ovarian cyst and numbness of upper extremities. Family history included respiratory disorder (paternal). Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ethinylestradiol;levonorgestrel (aviane), ethinylestradiol;norethisterone (norethin), levosalbutamol hydrochloride (xopenex), lysine, oral contraceptive nos, sulfamethoxazole;trimethoprim (bactrim), valaciclovir hydrochloride and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), amniorrhexis (seriousness criterion medically significant), menstruation irregular ("severe periods/ irregular period") with abdominal pain lower and pelvic pain, menstrual disorder ("blood clots in her menstruation"), hypoaesthesia ("numbness of extremities /arms numbness/ hands numbness/ numbness in limbs/ "), pain in extremity ("hand pain/ leg pain/ arms pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and complication of device insertion ("concern with her right side commenting it was not a straight tube and it was crooked"). The patient was treated with surgery (thermal ablation). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, amniorrhexis, menstruation irregular, menstrual disorder, hypoaesthesia, pain in extremity, mental disorder and complication of device insertion had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered amniorrhexis, complication of device insertion, device dislocation, genital haemorrhage, hypoaesthesia, menstrual disorder, menstruation irregular, mental disorder and pain in extremity to be related to essure. No further causality assessment were provided for the product. The reporter commented: physician expressed concern with her right side commenting it was not a straight tube and it was crooked. She did not claim allergic to nickel or any other component of essure. She did not experience hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury/condition. She did not sought medical treatment for numbness in limbs, removal of left tube essure, location/scan of right tube essure coil, sterilization, severe and persistent pain. She was only able to have thermal ablation because she was getting essure. It was made clear she couldn't get safely pregnant again after ablation, that physician would only do ablation if she got essure to guarantee pregnancy not an option. At (B)(6) 2013 appointment, physician said she was glad that plaintiff didn't go through with pregnancy because of the unknown side effects to essure. The essure device was placed and approximately 10 trilling coils were noted for the left tubal ostia. The right ostial were not well visualized but after manipulation of the cervix and the scope better visualization was noted. The essure device was then introduced and deployed into the right tubal ostia with 3 trilling coils identified. The patient tolerated this procedure very well. Difficult placement of r tube coil at the time of essure this case (B)(4) (main case) was linked to (B)(4). The essure device was then introduced and deployed into the right tubal ostia with 3 trilling coils identified. The essure device was placed and approximately 10 trilling coils were noted for the left tubal ostia essure procedure was not successful. Colposcopy was uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound breast - on (B)(6) 2013: ultrasound is performed in the region of the palpable abnormality in the right axilla. A tiny 6 mm lymph node is present in this area corresponding with the palpable abnormality. No other cystic or solid lesions are seen. Breast implant is in place. Impression: palpable abnormality in the right axilla corresponds with a small normal appearing lymph node. There are no findings to suggest malignancy. Results were discussed with the patient. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: hypoaesthesia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5032330) on 02-jan-2014. The most recent information was received on 22-aug-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("discharged the coil/ right coil is gone / ultrasound revealed no obvious coil in the right fallopian tube."), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("pregnancy") and amniorrhexis ("she said coil could have punctured amniotic sac") in a 35-year-old female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had thermal ablation at the same time" and device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2, psychological disorder nos, augmentation mammoplasty, laparoscopy, heavy periods, endometrial ablation and augmentation mammoplasty. She reports they did not find endometriosis.she drinks about 2 drinks per week. Previously administered products included for an unreported indication: toradol, novasure, mepivacaine and atropine. Concurrent conditions included retroverted uterus, cervical polyp, vaginal discharge, frequency urinary, vaginal discharge, nonsmoker, vulvovaginal human papilloma virus infection, breast tenderness, herpes simplex type ii, amenorrhea and ovarian cyst. Family history included respiratory disorder (paternal). Concomitant products included co-trimoxazole (bactrim), drospirenone w/ethinylestradiol (yaz), eugynon (aviane), levosalbutamol (xopenex), lysine, normensal (norethin), oral contraceptive nos, valaciclovir hydrochloride and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, 5 years 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), amniorrhexis (seriousness criterion medically significant), menstruation irregular ("severe periods/ irregular period") with abdominal pain lower and pelvic pain, menstrual disorder ("blood clots in her menstruation"), hypoaesthesia ("numbness of extremities /arms numbness/ hands numbness/ numbness in limbs/ "), pain in extremity ("hand pain/ leg pain/ arms pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and complication of device insertion ("concern with her right side commenting it was not a straight tube and it was crooked"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery, surgery (thermal ablation) and surgery (abortion). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, amniorrhexis, menstruation irregular, menstrual disorder, hypoaesthesia, pain in extremity, mental disorder and complication of device insertion had not resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered amniorrhexis, complication of device insertion, device dislocation, genital haemorrhage, hypoaesthesia, menstrual disorder, menstruation irregular, mental disorder and pain in extremity to be related to essure. The reporter commented: physician expressed concern with her right side commenting it was not a straight tube and it was crooked.she did not claim allergic to nickel or any other component of essure. She did not experience hypersensitivity reaction to nickel or any other component of essure.she did not claim essure worsened a previously existing injury/condition.she did not sought medical treatmen for numbness in limbs, removal of left tube essure, location/scan of right tube essure coil, sterilization, severe and persistent pain.she was only able to have thermal ablation because she was getting essure. It was made clear she couldn't get safely pregnant again after ablation, that physician would only do ablation if she got essure to guarantee pregnancy not an option. At (B)(6) 2013 appointment, physician said she was glad that plaintiff didn't go through with pregnancy because of the unknown side effects to essure. The essure device was placed and approximately 10 trilling coils were noted for the left tubal ostia. The right ostial were not well visualized but after manipulation of the cervix and the scope better visualization was noted. The essure device was then introduced and deployed into the right tubal ostia with 3 trilling coils identified. The patient tolerated this procedure very well.difficult placement of r tube coil at the time of essure this case (B)(4) (main case) was linked to (B)(4). Diagnostic results: on (B)(6) 2013: home pregnancy test was positive. (B)(6) 2013: ultrasound &urine pregnancy test: pregnancy confirmed. Ultrasound revealed no obvious coil in the right fallopian tube. (B)(6) 2013: right breast ultrasound: impression: palpable abnormality in the right axilla. Corresponds with a small normal appearing lymph node. (B)(6) 2013:obstetrical ultrasound reportcomments: questionable bicornuate uterus versus septate uterus. The gestational sac appears to be located in the ¿right horn.¿ left coil noted. Single iup noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032330) on (B)(6) 2014. The most recent information was received on 29-nov-2017. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("discharged the coil/ right coil is gone / ultrasound revealed no obvious coil in the right fallopian tube."), genital haemorrhage ("bleeding "), pregnancy with contraceptive device ("pregnancy") and amniorrhexis ("she said coil could have punctured amniotic sac") in a (B)(6) female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2, psychological disorder nos, augmentation mammoplasty, laparoscopy, heavy periods, endometrial ablation and augmentation mammoplasty. She reports they did not find endometriosis. She drinks about 2 drinks per week. Previously administered products included for an unreported indication: toradol, novasure, mepivacaine and atropine. Concurrent conditions included retroverted uterus, cervical polyp, vaginal discharge, frequency urinary, vaginal discharge, nonsmoker, vulvovaginal (B)(6) infection, breast tenderness, (B)(6), amenorrhea and ovarian cyst. Family history included respiratory disorder (paternal). Concomitant products included co-trimoxazole (bactrim), drospirenone w/ethinylestradiol (yaz), eugynon (aviane), levosalbutamol (xopenex), lysine, normensal (norethin), oral contraceptive nos, (B)(6). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, 5 years 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), amniorrhexis (seriousness criterion medically significant), menstruation irregular ("severe periods/ irregular period") with abdominal pain lower and pelvic pain, menstrual disorder ("blood clots in her menstruation"), hypoaesthesia ("numbness of extremities /arms numbness/ hands numbness/ numbness in limbs/ "), pain in extremity ("hand pain/ leg pain/ arms pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and complication of device insertion ("concern with her right side commenting it was not a straight tube and it was crooked"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), amniorrhexis (seriousness criterion medically significant), menstruation irregular ("severe periods/ irregular period") with abdominal pain lower and pelvic pain, menstrual disorder ("blood clots in her menstruation"), hypoaesthesia ("numbness of extremities /arms numbness/ hands numbness/ numbness in limbs/ "), pain in extremity ("hand pain/ leg pain/ arms pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and complication of device insertion ("concern with her right side commenting it was not a straight tube and it was crooked"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery, surgery (thermal ablation ) and surgery (abortion ). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, amniorrhexis, menstruation irregular, menstrual disorder, hypoaesthesia, pain in extremity, mental disorder and complication of device insertion had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered amniorrhexis, complication of device insertion, device dislocation, genital haemorrhage, hypoaesthesia, menstrual disorder, menstruation irregular, mental disorder and pain in extremity to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter commented: physician expressed concern with her right side commenting it was not a straight tube and it was crooked. She did not claim allergic to nickel or any other component of essure. She did not experience hypersensitivity reaction to nickel or any other component of essure.she did not claim essure worsened a previously existing injury/condition.she did not sought medical treatment for numbness in limbs, removal of left tube essure, location/scan of right tube essure coil, sterilization, severe and persistent pain. She was only able to have thermal ablation because she was getting essure. It was made clear she couldn't get safely pregnant again after ablation, that physician would only do ablation if she got essure to guarantee pregnancy not an option. At (B)(6) 2013 appointment, physician said she was glad that plaintiff didn't go through with pregnancy because of the unknown side effects to essure. The essure device was placed and approximately 10 trilling coils were noted for the left tubal ostia. The right ostial were not well visualized but after manipulation of the cervix and the scope better visualization was noted. The essure device was then introduced and deployed into the right tubal ostia with 3 trilling coils identified. The patient tolerated this procedure very well.difficult placement of r tube coil at the time of essure this case (B)(4) (main case) was linked to (B)(4). Diagnostic results: on (B)(6) 2013: home pregnancy test was positive (B)(6) 2013: ultrasound &urine pregnancy test: pregnancy confirmed ultrasound revealed no obvious coil in the right fallopian tube. On (B)(6) 2013: right breast ultrasound: impression: palpable abnormality in the right axilla corresponds with a small normal appearing lymph node. On (B)(6) 2013: obstetrical ultrasound reportcomments: questionable bicornuate uterus. Versus septate uterus. The gestational sac appears to be located in the ¿right horn.¿ left coil noted. Single iup noted. Most recent follow-up information incorporated above includes: on 29-nov-2017: medical record & plaintiff fact sheet received. Events cramps/ severe cramping, bleeding, concern with her right side commenting it was not a straight tube and it was crooked, irregularity of periods/ discharged the coil/ right coil is gone, blood clots in her menstruation, pain., numbness of extremities, arms pain, psychological disorder nos, punctured amniotic sac,..lab data updated. Lot number added. Historical condition & drug, concomitant condition and drug added. Patient, product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and milpitas to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032330) on 02-jan-2014. The most recent information was received on 21-may-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("discharged the coil/ right coil is gone / ultrasound revealed no obvious coil in the right fallopian tube."), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("pregnancy") and amniorrhexis ("she said coil could have punctured amniotic sac") in a 35-year-old female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had thermal ablation at the same time" and device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2, psychological disorder nos, augmentation mammoplasty, laparoscopy, heavy periods, endometrial ablation and augmentation mammoplasty. She reports they did not find endometriosis.she drinks about 2 drinks per week. Previously administered products included for an unreported indication: toradol, novasure, mepivacaine and atropine. Concurrent conditions included retroverted uterus, cervical polyp, vaginal discharge, frequency urinary, vaginal discharge, nonsmoker, vulvovaginal human papilloma virus infection, breast tenderness, herpes simplex type ii, amenorrhea and ovarian cyst. Family history included respiratory disorder (paternal). Concomitant products included co-trimoxazole (bactrim), drospirenone w/ethinylestradiol (yaz), eugynon (aviane), levosalbutamol (xopenex), lysine, normensal (norethin), oral contraceptive nos, valaciclovir hydrochloride and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, 5 years 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), amniorrhexis (seriousness criterion medically significant), menstruation irregular ("severe periods/ irregular period") with abdominal pain lower and pelvic pain, menstrual disorder ("blood clots in her menstruation"), hypoaesthesia ("numbness of extremities /arms numbness/ hands numbness/ numbness in limbs/ "), pain in extremity ("hand pain/ leg pain/ arms pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and complication of device insertion ("concern with her right side commenting it was not a straight tube and it was crooked"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery, surgery (thermal ablation) and surgery (abortion ). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, amniorrhexis, menstruation irregular, menstrual disorder, hypoaesthesia, pain in extremity, mental disorder and complication of device insertion had not resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered amniorrhexis, complication of device insertion, device dislocation, genital haemorrhage, hypoaesthesia, menstrual disorder, menstruation irregular, mental disorder and pain in extremity to be related to essure. The reporter commented: physician expressed concern with her right side commenting it was not a straight tube and it was crooked. She did not claim allergic to nickel or any other component of essure. She did not experience hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury/condition. She did not sought medical treatmen for numbness in limbs, removal of left tube essure, location/scan of right tube essure coil, sterilization, severe and persistent pain. She was only able to have thermal ablation because she was getting essure. It was made clear she couldn't get safely pregnant again after ablation, that physician would only do ablation if she got essure to guarantee pregnancy not an option. At (B)(6) 2013 appointment, physician said she was glad that plaintiff didn't go through with pregnancy because of the unknown side effects to essure. The essure device was placed and approximately 10 trilling coils were noted for the left tubal ostia. The right ostial were not well visualized but after manipulation of the cervix and the scope better visualization was noted. The essure device was then introduced and deployed into the right tubal ostia with 3 trilling coils identified. The patient tolerated this procedure very well.difficult placement of r tube coil at the time of essure this case 2014-002272 (main case) was linked to 2017-251559. Diagnostic results: on (B)(6) 2013: home pregnancy test was positive (B)(6) 2013: ultrasound &urine pregnancy test: pregnancy confirmed ultrasound revealed no obvious coil in the right fallopian tube. (B)(6) 2013: right breast ultrasound: impression: palpable abnormality in the right axilla corresponds with a small normal appearing lymph node. (B)(6) 2013:obstetrical ultrasound report comments: questionable bicornuate uterus versus septate uterus. The gestational sac appears to be located in the ¿right horn.¿ left coil noted. Single iup noted most recent follow-up information incorporated above includes: on (B)(6) 2018: new reporter and event medical device monitoring error added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.